Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device identified an excess of air between the inner and outer tube of cylinder 2, with bulging present. Functional testing of the pump showed the component did not perform within specification. Based on this observation, the reported allegation of mechanical issue was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that cylinder 1 exhibited a hole in the outer tubing, consistent with explant damage. Cylinder 2 had an excess of air within the inner and the outer tube, with bulging present. Visual examination of the pump identified the tubing had been cut down to the pump block. Functional testing of the cylinders was not performed due to the leak and bulge observed. Functional testing of the pump showed the device required more than 8 lbs of force to activate; therefore, did not perform within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, he underwent a surgical procedure in which it was identified that the cylinder was ruptured. The pump and the cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, he underwent a surgical procedure in which it was identified that the cylinder was ruptured. The pump and the cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.